Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 11/02/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/13/2016 with the following findings: a review of the black box and alarm history showed call service 078, and 064 alarms. A call service 052 alarm was emitted after the pump was powered on. The alarm was unable to be cleared and it prevented further testing. Untreated to the original complaint, moisture was found on the display, motor flex connector, and transceiver board. The original complaint was unable to be investigated due to internal moisture damage and the call service 052 alarm.